Event description:
The pt reported she woke up at 3 a.m. Whith high blood glucose readings of 580 mg/dl. She said she is tired, thirsty and does not feel well. She stated she checked her infusion site and noticed the tubing of her insulin infusion set was separated from the headset and barely hanging on. She stated the tubing was leaking. The pt stated she is on vacation and didn't bring extra tubing but will go to the pharmacy to get some insulin injection therapy. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.